Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was giving false low glucose readings and the insulin pump kept going into threshold. He turned the sensor feature off and when he turned it back on, the sensor was reading 56 mg/dl and his blood glucose was 180 mg/dl. Current blood glucose level was 104 mg/dl while sensor glucose showed 49 mg/dl. Troubleshooting was done and last sensor glucose reading was 183 mg/dl.